Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event.

Event description:
It was reported that the needle deployed late when the pod was activated; this indicates a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was not worn. The pod is not available for return as the patient discarded the pod.